Manufacturer narrative:
Device received a64 alarm during self test due to faulty connector.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone that the insulin pump had pump error alarm. Customer¿s blood glucose was 243 mg/dl at the time of incident. Customer stated that the insulin pump was not able to rewind. Insulin pump failed displacement test. The insulin pump will be returned for analysis.